Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer continued to use supplies for insulin therapy. The customers blood glucose was 324 mg/dl.